Event description:
I got essure in 2011. When I went for the test to make sure that scar tissue had grown to cover the coil, one side did not take. I waited another three months, had same text and it took them. Shortly thereafter, I started having heavy periods, to the point, I had to carry extra clothes and on several occasions, had to leave work to go home and change clothes. I was miserable. I also had major hair loss and fatigue. I went back to ob to discuss my heavy periods. At the very first appt, he said I needed a hysterectomy. I could not even believe what he was saying. I did not have pre-cancer or any other issues than heavy bleeding. He had been my doctor for 20 years, so I had the surgery. I have gained so much weight, it is crazy, well over (B)(6) pounds. I believe that had I not had the essure. I would not have had heavy periods and would not have had the cyst. A few weeks ago, I came across an article about essure and started reading what had been happening and I could not believe it. It was my case to the t. I also have got autoimmune disease hashimoto, and had lymph node swelling and had to be put on antibiotics. I never associated any of these issues with essure until I read about this happening to so many other women. Please take this serious and take off the market.